Event description:
Event description guidant received information that the patient with this ICD was seen for a follow-up visit on may 5, 2006, at which time it was determined that the device had reached elective replacement indicated (eri) on april 27, 2006. Per the recommendation of a technical services consultant, a "save to disk" was performed and forwarded to guidant for analysis. Following the analysis of this memory data, technical services recommended that the device be replaced as it seemed that it was depleting prematurely. The device was then explanted, replaced and returned for analysis.